Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to set a temp rate of 120% as the customer was diagnosed with hyperthyroidism and has experienced elevated blood glucose (bg) level of (550 mg/dl) with large ketones. The customer took a correction bolus to stabilize bg level. The customer is in contact with health care provider to get bg level back down.